Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture and capsular contracture, baker grade unknown. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Physician, via regulatory agency, reported a rupture, a capsular contracture (baker grade unknown), prosthetic folding aspect, gel effusion. The device was explanted. This relates to the right side.